Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument jaws began to move funny and after some time started to fail to close all the way. The instrument was cleaned and inspected and reinstalled but the jaws still failed to close correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.